Event description:
It was reported that there was no iodine inside the foam when the caller opened the package of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the minicap was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.